Manufacturer narrative:
Date of event: unknown. The original date received by manufacturer has been used for this field. Investigation summary: customer returned four syringes featuring 0.3ml graduation marks. The first two syringes had their needle shields and hubs separated from the barrels. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tip of the barrels or their respective needle hubs. No signs of use and no other defects found. The remaining syringes were returned fully intact. A needle shield pull force test was performed on each of these syringes. The needle shields required 4.07 lbs and 6.03 lbs of force to be removed. Removing the needle shields found that the hub was properly attached to the barrel of the syringe. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. It was noted that one of the two needle shields require excessive force to be removed. Neither of the two syringes disassembled during this test. A review of the device history record was completed for batch# 0167574. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of needles missing. Two needle hubs have become lodged in their shields. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Manufacturing ((B)(4)) will be notified of this issue. CAPA# (B)(4) has been opened to address this issue.

Event description:
It was reported that 2 bd ultra-fine¿ needle hubs separated from their bd insulin syringe during use. The following information was provided by the initial reporter: "stated, needle shields are difficult to remove" via bd investigation: "the first two syringes had their needle shields and hubs separated from the barrels. The hubs have become lodged inside the shields."